Event description:
A critically ill patient was undergoing crrt on a prismaflex machine with a prismaflex m150 filter set connected to a femoral access catheter. The prismaflex generated the "return pressure dropping" alarm. The alarm was silenced by the bedside nurse and sometime later the patient had a cardiac arrest. It was discovered the return line of the prismaflex m150 filter set was disconnected from the femoral catheter. The patient was resuscitated and a new prismaflex m150 was set up and crrt was continued without any issues. The family decided to withdraw care the following day on (B)(6) 2015 and the patient expired shortly afterwards.